Manufacturer narrative:
Philips has completed this investigation. On may 2, 2025, philips received a request to provide system logs following an allegation that the azurion system¿s table was malfunctioning on march 20, 2025, accompanied by a report of a patient death. Philips initiated an investigation and made ten (10) good faith effort (gfe) attempts to gather further information between may 2025 and june 2025, including six emails and four phone calls. Only one response was received from the customer¿s biomed department on may 25, 2025, which reported a service call on march 17, 2025 for intermittent table issues but denied awareness of any problems or patient death on (B)(6) 2025. No additional details regarding the alleged event were provided to philips. As such, philips cannot confirm the date of the alleged event or determine whether the system contributed to the alleged patient death. Philips continued to investigate the log files and service history around the dates of the alleged patient death, including (B)(6) 2025. A service call was made on march 17, 2025, because of problems moving the table. A philips remote service engineer looked at the logs and found issues related to the table height and control module. A philips field service engineer later checked the system and found a likely faulty table height potentiometer. A replacement was ordered and installed on (B)(6) 2025. No further error messages related to the table potentiometer have been reported since then. Log analysis for march 20, 2025, showed an error of the control module. No service call was made on this date. The procedures continued with fluoroscopy after the errors were noted. Following the review of the error message documented on march 20, 2025, philips continued to review log files to ascertain whether the error message had also been logged for any future dates. As reported by the customer¿s biomed department, an issue occurred during a coronary procedure resulting in a delayed procedure by 2 to 5 minutes. It was reported to philips that the c-arm was unable to angulate/rotate. Review of the log file shows that the table control module reported a communication error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system geometry had issues. To resolve the issue, the rse instructed the customer to replace the control module. After replacement the device returned to good working order. Philips cannot confirm the exact date of the alleged patient death or link the system issues to it due to a lack of information from the customer. The customer continued to use the system for multiple procedures during and around the date of the alleged incident. Philips thoroughly examined logs and service history between the dates of march 17 through march 20, 2025. No information or evidence was found correlating system errors to the alleged patient death. The investigation found no recurrence of the issues found in the service records after the replacement of the table height potentiometer and control module. Consequently, the investigation will be closed with no further action. Should new information arise, this complaint will be reopened and processed accordingly.

Event description:
It was reported to philips that an azurion table was not working properly. The report indicated that there was a patient death; however, no further information has been provided to date. An investigation into this complaint has been initiated by philips.